Event description:
It is reported the device was used with a battery powered reamer handpiece. Upon engaging the bone of the glenoid, two of the metal protrusions on the back of the glenoid reamer broke off.

Manufacturer narrative:
Evaluation summary: the device must be attached to a driver which attaches on the opposite end to either a ratchet t-handle or a handpiece. Each of the drivers is etched to indicate to not use power for glenoid reaming. The complaint states that a battery powered handpiece was indeed used for glenoid reaming this instance. The exact cause cannot be determined with certainty. As returned, the locating protrusions on the proximal side of the reamer are both fractured. Harness is within specifications. Scanning electron microscopy analysis showed cleavage and dimples were observed indicating a mixed mode brittle-ductile fracture in overload. Energy dispersive spectroscopy analysis showed fe, cr, ni, cu and ti elemental peaks typical of a 455 sst. The device history records indicate that the device was manufactured and packaged to specification.